Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged / defective tubing. The following information was provided by the initial reporter: pump alarming "occluded patient side" or cvl pressure monitoring line infusing heparin at 1.5ml/hr. Writer flushed line at all points but unable to fix. When alaris pump door opened, the alaris tubing portion that sits on the pressure monitor had inflated with solution created a balloon of solution in the line. Alaris tubing given to cne. Complaint noticed: during / after use problem frequency: 1st time qty affected: 1 ea description of product: gem v/nv 20d 1cv 2ss dehp-free 20ea/ca lot or s/n: (B)(6).

Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection of the sample did not indicate any damages or abnormalities. The infusion set was primed with no signs of occlusion, leakage, or air-in-line. A simulated infusion was conducted a the customer specified rate of 1.5 ml/hr. There were no issues of occlusion, air-in-line, leakage or the tubing ballooning. The customer complaint of tubing defective / damaged - balloon was not confirmed. A root cause analysis was not conducted because the reported failure could not be replicated. A device history record review for model 2420-0007 lot number 25083208 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.